Event description:
On (B)(6) 2014, it was reported to 3m espe that a 3m espe 1.8x13mm mdi standard o-ball and collar implant (ob-13) broke during placement on (B)(6) 2014. An add'l surgery was performed the same day, using a lindemann burr, to remove the fragment. The surgery was performed without complication. The dentist reported that the pt is doing fine without any ongoing symptoms.

Manufacturer narrative:
The reason for this incident appears to be a handling error due to a higher than recommended force being used during implant placement, which led to the breakage of the implant. A light microscopic examination of the affected implant showed no evidence for a product fault. 3m espe instructions for use indicate that a force of 45ncm should not be exceeded during implant placement.